Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that the surgeon was conducting a surgical procedure. During surgery, he noted that the static distal drilling went astray. To complete the surgery, the surgeon used freehand locking.